Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's user interface module (uim) touchscreen was fuzzy and hard to read. There was no patient involvement.

Manufacturer narrative:
The user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated, however, there was an intermittent loss display on start up due to low voltage.